Event description:
It was reported that the patient had a power trialysis implanted on (B)(6) 2021. Analysis was started to be performed and returning blood could not be performed although removing blood could be performed and the proximal end of the catheter was found to be kinked on (B)(6) 2021. The catheter was removed and another catheter was implanted instead.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked dialysis catheter was confirmed. The product returned for evaluation was one 12fr x 15cm powertrialysis acute dialysis catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to the red and blue luer adapters. A permanent kink impression was observed just distal of the molded joint. The sample kinked preferentially at the site of the kink impression during manual manipulation. Microscopic inspection of the kink site revealed material buckling and discoloration in the vicinity of the kink impression. Attempts to infuse and aspirate water through the sample using a 12ml syringe revealed all three lumens to be patent to both. Kinking the catheter did not disrupt patency but did affect observed flow rates. The kink impression and preferential kinking was consistent with sharp kinking of the catheter shaft introducing permanent deformation. The use residues suggested that kinking occurred either during or following device placement. The product IFU states ¿catheters should be implanted carefully to avoid any sharp or acute4 angles which could compromise the opening of the catheter lumens.¿ h3 other text : device not returned for evaluation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer2015 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that the patient had a power trialysis implanted on (B)(6) 2021. Analysis was started to be performed and returning blood could not be performed although removing blood could be performed and the proximal end of the catheter was found to be kinked on (B)(6) 2021. The catheter was removed and another catheter was implanted instead.